Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2025, the cgm had high readings. The readings were not fluctuating and was erratic. He was feeling dizzy and could not move. The patient did not have any test strips to check his manual bg. A healthcare professional that was with the patient at the time and called paramedics. When they arrived, they checked the patient's bg and it was 38 mg/dl. The patient could not recall what the cgm reading was at that time. The patient was treated with oral glucose. At the time of the report, the patient was doing fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.